Manufacturer narrative:
Additional cartridge lot number: m003162. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. During troubleshooting the customer used the same needle tip and successfully loaded a new cartridge. In addition, the customer received multiple occlusion alarms. Customer reported blood glucose (bg) level was 538 (mg/dl) with ketones. Reportedly, changing out all supplies and loading a new cartridge resolved the occlusion alarms. A correction bolus via the pump was delivered to address bg level. Follow up with the customer a few hours later determined the customer's blood glucose level had lowered to 450 (mg/dl) and the ketones began to diminish.